Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 075) issue. It was reported that there was blood at the site when the sensor was inserted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in injury and/or require medical intervention.